Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse removed integrated multi-sensor technology (imt) sensor assembly and styletted the manifold, rotary valve and sensor pogo pins. The cse reassembled the imt assembly and performed rotary valve alignment. The cse primed the imt and ran pump alignment followed by a quick check. The cse performed imt advanced clean, replaced the imt sensor, and performed imt diluent check. The cse ran quality controls (qc), which were within range. The cse then ran three replicates on five patient samples and obtained acceptable results. The cause of the discordant, falsely elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on an alternate dimension vista instrument, resulting lower. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.